Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient. Another device was obtained and that device was used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the cause of the reported issue was due to the power pcb to therapy pcb cable. Stryker reseated this cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient. Another device was obtained and that device was used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.